Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient stated that they woke up to the alarm and found that the patient line (later determined to be the transfer set) had separated from the titanium fitting. This event occurred during use. The patient was connected at the time of the alarm. The technical service representative assisted the patient with clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.